Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported that during the index procedure, following post dilatation with 4.0 x 15 mm quantum balloon, ¿intimal disruption¿ at the distal margin of the study stent was noted and treated with a bail out stent.

Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-06124. It was reported that the patient died. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs class: 4) and cardiac catheterization was recommended. The 90% stenosed, 12.0mm x 4.0mm target lesion was located in the proximal left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 4.00 x 16 mm study followed by placement of 3.50 x 8 mm bail out stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the pt presented with sudden chest pain and collapse which required intubation and mechanical ventilation. An admission electrocardiogram (ECG) revealed extensive subendocardial ischemia. The patient was transferred to the cath lab emergently. The patient was found to be hypotensive and CPR was initiated. Angiography was attempted but was unsuccessful. Echocardiography was performed which revealed dissection in aortic root associated with aortic insufficiency. Despite multiple rounds of advanced cardiovascular life support (acls) medications and intravenous vasopressors, blood pressure could not be maintained. The patient was noted to have cerebral hypoperfusion with dilated pupils and did not demonstrate any spontaneous brain stem activity and ultimately expired.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).